Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had driveline fault alarms with newly damaged area on driveline near controller, wires visible. The patient had previous repair and was on power module and non-grounded cable at home. The log captured constant driveline fault events throughout. According to the driveline wire data, it appeared one of the wires was completely broken. All the other wires appeared to be functioning as intended. Since the patient has had a prior repair, so any damage to the external portion of the driveline was recommended to be wrapped in rescue tape. The patient had previous repair reported under MFR# 2916596-2020-05712.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed a persistent, silenced driveline fault alarm that appeared to be due to a wire discontinuity. Neither driveline wire damage nor superficial driveline damage could be confirmed as no images were submitted and the patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The submitted log file was reviewed and found that the pump operated at the set speed without issue. A silenced driveline fault alarm was captured throughout the log file with an active yellow wrench advisory alarm. The system appeared to be operating as intended, and there were no other notable alarms active in the log file. Multiple requests for additional information regarding this event were submitted to the account; however, no response was received. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook contain information on caring for the driveline, possible indications of driveline damage, and how to respond to such events. These documents outline all system controller alarms as well as how to respond to each alarm condition. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 11mar2013. No further information was provided. The manufacturer is closing the file on this event.